Event description:
A pump alarm was reported during insulin pumping, specifically alarm 20, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Although the customer attempted to resume insulin therapy by loading a new cartridge with the help of technical support, the cartridge alarm recurred, preventing successful therapy continuation. As a corrective action, technical support arranged for a pump replacement and instructed the customer to use multiple daily injections (mdi) as a backup insulin delivery method. The customer was guided on putting the pump into storage mode and agreed to return the malfunctioning pump within 10 days using a pre-paid label provided.